Manufacturer narrative:
(B)(4). Concomitant medical products: item # unknown, unknown stem, lot# unknown; item # unknown, unknown liner, lot# unknown; item# 12-115130, cer bioloxd mod hd 38mm -6 nk, lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event.

Event description:
It was reported a patient underwent initial right total hip arthroplasty approximately 9 years ago. Approximately 3 months post implantation, the patient was noted to have si dysfunction treated with ultrasound/phono. Attempts to obtain additional information were made; however, none was available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be perfromed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.